Event description:
It was reported to boston scientific corporation in 2008, that an alliance ii integrated inflation system was used during a esophagogastroduodenoscopy (egd) procedure performed on the same day. According to the complainant, the device was opened and it was noted that the spring was out of the device and loose inside the box. The procedure was completed with another alliance ii integrated inflation system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number, therefore, the device manufacturer date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.